Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 1500mg/dl on (B)(6) 2017. Emergency medical service came and brought the customer for hospitalization. The customer was given treatment through IV drip. Customer also had mild heart attack during hospitalization. Customer was wearing insulin pump during hospitalization. Customer was discharged on (B)(6) 2017. Device will not be returned for analysis.